Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter read inaccurately high compared to another meter (ultra 2). The complaint was classified based on lifescan customer service representative (csr) documentation, and further information obtained in a follow up call with the patient by medical surveillance specialist. The patient reported that the alleged meter inaccuracy issue began on (B)(6) 2016 at 10.00pm. The patient reported obtaining blood glucose results of ¿95 mg/dl¿ with the subject meter and ¿60 mg/dl¿ on the other meter. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs criteria for accuracy. The patient manages his diabetes with insulin (no adjustments), and reported that in response to the alleged inaccurate high reading, he took an extra dose of insulin. The patient reported that 20 minutes after the extra dose of insulin, he developed symptoms of ¿dizzy, light headed and fuzzy thinking.¿ the patient associated the symptoms with a low blood sugar, and in response took some ¿chocolate and orange juice.¿ at the time of troubleshooting the csr reported the unit of measure was set correctly, and the samples were taken from an approved sample site. It was established that the test strips had not been open longer than the discard date, had not expired, and had been stored correctly, and the test strip vial was not cracked or broken. Products were requested back for investigation and replacement products were sent to the patient. This complaint is being as a reportable event due to the following conclusion; the patient reportedly developed signs/symptoms that he associated with an acute metabolic distress from hypoglycemia after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.